Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during patient use. The cg saw a lot of air in the patient line. The hc then alarmed system error 2240. The cg used a syringe to pull out 1300ml of air. The cg setup with new supplies for another therapy and the hp was able to complete therapy. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.